Manufacturer narrative:
Evaluated 1 open/used reservoir. Inspected reservoir's o-rings/stopper groove for anomalies. None were found. Ran basal, bolus leaking test: reservoir filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a insulinpump. Conclusion: reservoir no air bubbles and it does not leak.

Event description:
The customer reported via phone call that the patient had high blood glucose and sometimes low blood glucose. The customer reported that the patient changed set and reservoir and woke up with blood glucose in the range of 30mg/dl. They fixed blood glucose and woke up with blood glucose of 303mg/dl. The patient does not feel over compensated and did some exercise this morning and was at 404mg/dl. The patient took set from pump and took reservoir out of pump and it was completely empty and not sure how it got empty. The patient¿s blood glucose at this time of incident was 32mg/dl. Patient's current blood glucose was 383 mg/dl. The patient had treated with glucose tablets. The patient had been experiencing low blood glucose in the middle of the night and woke up with high blood glucose. The patient treated with four glucose tablets and when checked it was 31mg/dl. Based on customer report customer does not allege pump was over delivering. The customer declined the high blood glucose troubleshooting and will monitor and call back if issue happens again. The customer called back and reported that the blood glucose is continuing to go up. The patient's blood glucose at this time of incident was 502mg/dl. The patient's current blood glucose was 365 mg/dl at this time. The customer was feeling thirsty then and now. She treated it with an injection and has stopped using her pump and gone back to an old pump and declined to treat current blood glucose since she just took a shot. The customer treated for high blood glucose with injection only. The customer will call back if the issue persists after changing the set to perform high pressure test. The insulin pump will not be returned for analysis.